Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and microscopic examination was performed on the returned mustang device. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 1mm distal to the proximal balloon bond. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the balloon damage. The rate of burst pressure of this mustang device is 14 atmospheres. A visual and microscopic examination found no damage or any issues with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13 mar 2019. It was reported that balloon leak occurred. The target lesion was located in the femoral vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, upon inflation the contrast started to come out on the venous as seen on fluoroscopy and the balloon was loosing pressure. The physician totally disinflate the balloon and removed the device from the patient's body. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.